Event description:
Nellcor puritan bennett received a call from rep of user facility on 8/11/1999. User facility called to report the following problem: all leds on, constant single tone alarm with no volume delivered. No pt harm.